Event description:
It was reported that a cadd® cadd-legacy® 1 pump fails accuracy +6.65%. There was no report of any patient involvement.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in fair physical condition; but a cracked front housing. Functional testing to detect for delivery accuracy found the pump to be delivering within specification. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. The sxpulsor was trimmed as a preventative measure.